Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported they had their implants removed due to ¿adverse side effects¿. Patient states they experienced ¿stabbing pains, edema in chest, pain on chest, pain in upper arms, and overall pain symptoms- joint pain." Patient additionally reported "heart palpitations, fever symptoms, difficulty to workout, difficulties breathing, couldn¿t move arms anymore, very dry;" these events are not related to the device. This record relates to the left implant. The device has been removed. "Most symptoms disappeared already within 24 hours."

Manufacturer narrative:
Reason for reoperation due to pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported they had their implants removed due to ¿adverse side effects¿. Patient states they experienced ¿stabbing pains, edema in chest, pain on chest, pain in upper arms, and overall pain symptoms- joint pain." Patient additionally reported "heart palpitations, fever symptoms, difficulty to workout, difficulties breathing, couldn¿t move arms anymore, very dry;" these events are not related to the device. This record relates to the left implant. The device has been removed. "Most symptoms disappeared already within 24 hours."